Manufacturer narrative:
The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured during a knee arthroplasty. .

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001822565-2017-07740.